Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. A clip with a broken hook was protruding from the channel. The returned sample appears used as there is biological material present on the device. First, the clip with the broken hook was manually removed and the trigger cycle was completed. Upon completion of the trigger cycle, it was observed that there was no clip in the next position of the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, the device jammed , and no clip fired. The sample was disassembled to inspect the internal components. The tube was manually pulled back to release the jaws. It was found that the internal ratchet ears were intact. It was also found that the clips were out of position and stacking on one another. Another clip with a broken hook was found in the channel. The clip stacking could prevent the clips from properly loading into the jaws. It can also cause clips to break in the channel, as was the case for this sample. Additionally, the first and third tabs on the feeder were bent due to the clip stacking. The channel box was also damaged as a result of the clip stacking and the device jamming. The sample was received with 7 clips remaining, including the clip with the broken hook that was protruding from the channel, indicating that 8 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips stuck in applier" was confirmed based upon the sample received. One device was returned with its trigger partially engaged and the rotation tab bent. A clip with a broken hook was protruding from the channel. The sample was received with 7 clips remaining, including the clip with the broken hook that was protruding from the channel, indicating that 8 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. The clip stacking can also cause clips to break in the channel. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the clips are stuck in the applier and do not come out.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73g1800872 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are stuck in the applier and do not come out.